Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6),2023 it was reported by a sales representative via (B)(4) that an ar-1934pi-30 percutaneous insertion kits drill got stuck in the guide and could not be removed. This occurred during a case, and another drill was used to complete the case. There was no patient effect reported.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely related to a user error such as improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.